Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that a revision was required due to a diagnosis of infection. The surgeon is requesting "custom arthrodesis with short femoral stem and extracortical plate".